Event description:
It was reported that the patient presented with a painful knee. In revision surgery, poly insert was changed. Showed signs of wear. Tibial baseplate was loose and was removed. Patella also showed wear and was replaced. The devices were implanted for 10 years.

Manufacturer narrative:
Customer refuses to return devices for evaluation. It cannot be determined whether any of the devices malfunctioned or whether the revision resulted from normal wear. Other components removed: patella: lot 7vbhg. Tibial baseplate: lot envnc.